Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an exploratory laparotomy with small bowel stricture procedure on (B)(6) 2016 and suture was used. The suture was placed at midline vertical incision. Three days post op the patient experienced dehiscence. The fascia tissue tore away from the closure suture line in the abdomen. The patient returned for an exploratory laparotomy dehiscence repair procedure on (B)(6) 2016. Suture and mesh were used to close the fascia. During the second procedure it was noted that the suture was intact and tightly secure. The patient is female, (B)(6) years old with history of cancer. The patient does not have ideal tissue. Tissue is inflamed and friable. The patient is currently undergoing chemotherapy for lung cancer. Additional information has been requested.